Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the button #1 of a 6/7f mynx control vascular closure device (vcd) was not able to be pressed fully during the procedure. The button could not be depressed at all. Hemostasis was achieved by manual compression within 20 minutes. There was no reported patient injury and the hospitalization was not extended. The device was stored and prepped according to instructions for use (IFU). There was no damage noted to the button. The tension indicator was aligned with the markers on the handle halves before attempting to deploy. There were no kinks in the sheath or device after removal. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The device was used in a "cas" procedure. A retrograde approach was used. The deployer¿s mynx training status was mynx certified. A 6f non-cordis sheath was used in the procedure. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The device storage temperature did not exceed 25 °c. There were no kinks in the sheath or device after removal. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the button #1 of a 6f/7f mynx control vascular closure device (vcd) was not able to be pressed fully during the procedure. The button could not be depressed at all. Hemostasis was achieved by manual compression within 20 minutes. There was no reported patient injury and the hospitalization was not extended. The device was stored and prepped according to instructions for use (IFU). There was no damage noted to the button. The tension indicator was aligned with the markers on the handle halves before attempting to deploy. There were no kinks in the sheath or device after removal. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The device was used in a "cas" procedure. A retrograde approach was used. The deployer¿s mynx training status was mynx certified. A 6f non-cordis sheath was used in the procedure. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The device storage temperature did not exceed 25 °c. There were no kinks in the sheath or device after removal. The sealant was removed before sending the device for evaluation. One non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection showed that button 1 was fully depressed, while button 2 was not depressed. The stopcock was found closed, and the syringe was not returned for this evaluation. The sealant was also not returned. The sealant sleeves showed no signs of abnormality. The catheter sheath introducer (csi) was not included with the returned unit. The balloon was deflated and not retracted, and the core wire was present. The atraumatic tip showed no signs of damage or irregularity. Additionally, the internal mechanism was inspected, and no anomalies or damage were observed. Per functional analysis, a full simulated deployment test could not be performed because button 1 was already fully depressed and the sealant was not returned. However, when button 2 was fully depressed, the balloon retracted as expected, thereby completing the functional test. The reported event of ¿button #1-frozen/locked¿ was not observed through analysis of the returned device since it was received with button #1 already fully depressed with no anomalies noted to the internal mechanism. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to frozen/locked button 1 experienced since it was received fully depressed with no anomalies. However, handling factors (even though it was reported that the tension indicator was aligned with the markers on the handle halves before attempting to deploy) are possible. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the mynx control IFU, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ neither the product analysis, nor the information available for review suggest that the issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.